Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Updated fields: b5, d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported malfunction was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: emergency lamp failure. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, the most probable cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device had an e207 error message.

Event description:
It was reported that the subject device had e20 error message. The issue was found during set up of device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.